Manufacturer narrative:
This product is not marketed in the us. Claim #: (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -10.5/2.0/073 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem. Cause of the event was reporter as unknown.

Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in a microcentrifuge vial with moisture. Visual inspection found the haptic torn. Claim#: (B)(4).